Event description:
The customer reported that the device wrench and battery outlines were showing on the readiness display and it would not power on with a known good battery. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer a replacement device and currently anticipates the device return for evaluation. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be failure of an inductor, designator l1, on the analog pcb assembly. The inductor legs two and three were resistive.